Event description:
Approximately 13 months post implantation of the gore excluder aaa endoprosthesis, this patient was identified with aneurysm enlargment with no evidence of an endoleak. No reintervention was reported.